Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the catheter backed out of the vein. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the CT room of the hospital started to use intima-ii-s at the end of march. From the beginning of use, the nurses reported that intima-ii-s is more difficult to withdraw than other brands of indwelling needles, and requires a lot of force to withdraw the needle core. Occasionally, the needle core will be withdrawn due to excessive force, and the catheter will be brought out. The same condition was found to occur for all catheters in this batch.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the catheter backed out of the vein. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the CT room of the hospital started to use intima-ii-s at the end of march. From the beginning of use, the nurses reported that intima-ii-s is more difficult to withdraw than other brands of indwelling needles, and requires a lot of force to withdraw the needle core. Occasionally, the needle core will be withdrawn due to excessive force, and the catheter will be brought out. The same condition was found to occur for all catheters in this batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. Investigation summary: a device history review was conducted for lot number 1174543. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, seven samples were submitted to aid in our investigation. Our engineers subjected each of the devices to functional testing for needle penetration and needle removal force. Testing results indicate that the devices were all able to perform within the parameters outlined in the product specifications. Unfortunately without the ability to observe the affected reported nonconformance our quality engineers were unable to determine the root cause for this complaint.